Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on (B)(6) 2026, they had a cardioversion and the stimulator shut off and they saw a message on their controller that said "internal device has lost all data. Contact your clinician." Patient services reviewed the meaning of the message with the patient and redirected the patient to follow up with their managing health care provider (hcp) to further address the issue. The patient stated they called their managing healthcare provider (hcp) and the hcp told them to call the manufacturing company patient services reviewed the role of patient services and the manufacturing company representative and provided the patient with the national answering services (nas) number for the hcp office to call if they wanted a representative to come to the appointment to check and reprogram the device. Patient to provide nas number to hcp.